Event description:
A cracked and shattered touchscreen on a pump was reported, rendering the touchscreen unresponsive and unreadable. There was no reported impact on the customer¿s blood glucose level. The customer was informed that a replacement pump would be provided under warranty, and necessary instructions for returning the problematic pump were given. The customer chose not to disclose what backup therapy would be used during the interim.